Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of helix anomaly was confirmed in the laboratory. Analysis found that the inner coil had not been crimped to the connector pin, which resulted in the reported inability to extend the helix.

Event description:
It was reported that the lead helix would not extend.